Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampon string broke and she was unable to remove the pledget from her vaginal cavity. She went to the ER where the ER provider removed the pledget from her vaginal cavity. She stated the ER provider offered her amoxicillin to prevent infection which she declined. She did not experience any adverse health effects and did not receive any additional medical treatment.